Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not explanted in this report. Issue related to autoimmune reaction and pain. (B)(4).

Event description:
It was reported that a patient of unknown age who underwent breast prostheses implantation with mentor saline implants on unknown date developed severe fatigue and pain in both breasts. The patient was diagnosed with fibromyalgia and osteoarthritis. The patient believes these health issues are related to the breast implants. No product malfunction, such as deflation, was reported. No date of explantation was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.